Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited an b40 (internal error) code that occurred intermittently due to cm (main) board and the printed circuit board malfunction. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the b40 error code occurred due to a malfunction on the printed circuit board; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited a b40 internal error code. The issue occurred during preparation for use. There were no reports of patient harm.